Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient developed an infection around the implant site with subsequent loss of osseointegration resulting in fixture loss. The patient was treated with oral antibiotics and bactroban ointment. Surgery to access the sleeper site is planned but has not taken place as of the date of this report, (B)(6), 2011.